Event description:
It was reported that the patient presented prior to generator exchange procedure. Though fluoroscopy, externalized conductors was noted on the right ventricular lead. No interventions were performed. The patient was in stable condition.